Manufacturer narrative:
H3: product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: an axium implant coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. No bends or kinks were found with the axium coil pushwire. The coin was found to be against the lumen stop. The implant coil was already detached and returned. The implant coil was found to be stretched and damaged. No other anomalies were observed. Testing/analysis: under the microscope, the outer jacket was then removed to gain access to the coin. The coin appeared to be damaged at distal end and was found to be jammed into the lumen stop. The coin was unable to be measured due to its damaged condition. The lumen stop was found to be damaged. The retainer ring appeared to be visually acceptable; however, was unable to be measured accurately. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium implant coil was returned with the implant already detached; however, the root cause could not be determined. It is possible the detachment ball outer diameter was below specification; however, detachment stick was not returned. Based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was confirmed as the implant coil was found to be prematurely detached. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the detachment was not determined. There was no damage or evidence of tam pering to device packaging. The proximal end of the pushwire was secured in the guidewire clip (black rubber stopper) when the package was opened.

Event description:
Medtronic received a report that a coil prematurely detached out of packaging. The patient was undergoing surgery for treatment of a saccular, ruptured right c6 segment aneurysm with a max diameter of 11.5x9.4mm and a 7mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that after vascular access was established, the coil was unpacked in preparation for treatment. Upon opening the packaging, it was found that the coil had already detached. Therefore, the coil was replaced with a new one. No surgical or medicinal intervention required. The pushwire waas not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition or attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.